Event description:
It was reported that the patient, implanted in 1998, suddenly was no longer able to hear with the cochlear implant. Re-implantation is considered, but the date is not yet stipulated.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.